Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0t59d, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the patient had a staph aureas, not (B)(6), infection at the lead site at the base of the spine and at the implantable neurostimulator (ins) site. The infection was confirmed. The patient had fever, swelling, exhaustion, and general not feeling well due to a sudden change. The ins was pushing out and was filled with something, they excised it, and let it drain. Only the lead insertion site was lanced and left open to drain. The complete system was removed 6 weeks after implant on (B)(6) 2015. The patient was given IV and oral antibiotics and they completely healed and it cleared up after 6 months with no lasting effects. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0t59d, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the patient had staph sepsis and staph abscess. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's abscess/sepsis was on (B)(6)2015 and that they had the infection following having their ingrown toenails removed. No further information was reported.